Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicates that the lead was attempted due to the tissue became stuck in the helix preventing the helix from retracting during repositioning.